Event description:
On 5/6/97, the 1st antecub site with midline catheter flushed easily and an IV hung at 11:30 pm. When IV finished at 12 am, found IV site and kling wrap saturated with IV med. The IV site was stripped down and catheter was found out of pt's arm. The catheter was not intact; approx. 1" of catheter remains present. The catheter's normal size is 20g x 6".